Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "pain 24/7. [Patient] frequently visits doctor and worried things will get worse."

Manufacturer narrative:
(B)(4). Implanted: (B)(6) 2011; two different dates in (B)(6) have been reported ((B)(6) 2011), therefore, it is unclear what the actual implant date was. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l5-s1 pseudoarthrosis and underwent the following procedures: l5-s1 revision arthrodesis- posterolateral fusion technique with autograft and bmp (bone morphogenic protein). Harvesting of iliac crest bone graft through a separate incision. As per operative notes,¿ the previously harvested autograft was packed within the lateral gutters traversing the areas on both sides. A small bmp was then also used to help augment fusion along both of these lateral gutters.¿ the patient tolerated the procedure well without any intra-operative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.